Event description:
It was reported that pt underwent left shoulder arthroplasty procedure on (B)(6) 2008. During the procedure, trial glenoid seated appropriately but implant component sat proud in prepared site. Surgeon attempted to implant two (2) components from the same lot without success resulting in a (25) minute delay in the procedure. Biomodular keeled glenoid was used as an alternative to complete the procedure. User facility relayed that pt injury did not result however, report is being filed by MFR due to the delay. Add'l info from user facility report: a (B)(6) male underwent left shoulder arthroplasty on (B)(6) 2008. Intra-operatively, the glenoid bone was reamed & prepared for the biomet glenoid base implant. The trial fit, confirmed by the biomet rep, (B)(4). Prior to screwing the central peg into the actual implant, placement of the implant (hybrid glenoid base, 4 mm medium) was attempted. However, the implant sat proud, which was different from how the trial sat, according to the surgeon. The surgeon re-reamed, re-drilled the necessary holes, and again the trial seated appropriately. Implantation was attempted with a second hybrid glenoid base (4 mm medium), which, as with the first one attempted, also sat proud. (B)(6) confirmed the way the implant sat versus the trial. The surgeon did not use either of the biomet hybrid glenoid bases, and instead implanted a biomet biomodular keeled glenoid (used same reamer). The biomodular trial fit and the biomodular implant seated appropriately, and was cemented. The procedure was well-tolerated by the pt, who was transferred to the recovery room in stable condition. The surgeon spoke via telephone with biomet engineer (B)(6). This report is for the first of the two biomet glenoid bases attempted. A separate 3500a form is submitted for the second biomet glenoid base attempted in same case.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A mandatory medwatch report was rec'd on (B)(6) 2008 from the user facility. Dimensional eval of returned implants found components to meet design specifications. (B)(6).